Event description:
The surgeon reported that the patient has had long-standing drainage from the skin flap over the implant. In 2006, the patient was treated with cipro for infection. Three months later, the implant was visible through a hole in the skin flap. There reportedly was no erythema or pus evident and a swab showed no bacteria. The patient agreed to the recommended explant surgery, but requested that the surgery be delayed. A surgery date has not been reported to cochlear.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.